Event description:
Patient admitted on (B)(6) 2024 after vad low flow alarms at home for 3 days. Ldh 323 on admission. Patient range 200-290. Inr 2.1 on admission. Patient range approximately 1.5. Patient taking coumadin as ordered. Vad flows 2.1 on admission. CT scan performed on (B)(6) with noted biodebris narrowing outflow cannula greater than 50%. Patient taken to surgery on (B)(6) for incision to bend relief. Biodebris removed from around outflow graft with an immediate increase in vad flow. Vad flows returned to 4.4.